Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-08-11. It was reported that the patient was having the spinal cord stimulator (scs) explanted on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information was received. The patient was having burning in the battery pocket when the device was turned on. The patient went to the emergency room and the patient had the programmer and was able to turn the device off. There was no surgical intervention and the patient was alive with no injury. On (B)(6) 2017 the patient was having burning that happened when the device was both on and when it was off. The patient had received a pain injection at the ins site and the ins was hit by the needle. An impedance check was performed and all impedances were normal. The patient had a CT scan and the physician determined there were no abnormalities. No interventions were yet planned, but the physician was considering an explant based on the patient's wishes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having sharp pains at the implantable neurostimulator location. Two weeks prior to the report, the patient had slipped and fallen and thinks that she needed to have an adjustment done. It was noted that the patient wasn¿t able to see her health care provider until (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins would not be returned for analysis. No further complications were reported.